Event description:
It was reported that bd vacutainer® lithium heparin blood collection tubes had foreign matter, defective marking, and air bubbles. This was discovered before use. The following information was provided by the initial reporter: fm in gel x9 [correction] x0, defective marking x88, dirty tube x11, gel air bubbles x15.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for ink smear, incomplete lettering and gel air bubbles with the incident lot was observed. Evaluation/testing of the customer samples was performed and ink smear, incomplete lettering and gel air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn blood collection tubes had foreign matter, defective marking, and air bubbles. This was discovered before use. The following information was provided by the initial reporter: fm in gel x9 [correction] x0. Defective marking x88. Dirty tube x11. Gel air bubbles x15.